Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a 3.0 x 18mm resolute onyx rx drug eluting stent to treat a severely calcified lesion located in the proximal obtuse marginal artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred in vivo during positioning/advancement. It was described that the stent was placed in om beyond the lesion. As the stent was being withdrawn slightly, it was reported that the proximal edge of the stent hung on some calcium and was longitudinally compressed while mounted on the balloon. It was then elected to deploy stent where it was located. A 3 .0x12 resolute onyx stent was then placed in an overlapping fashion over the deformed proximal edge of previous stent. It was reported that there was no adverse events noted and results was satisfactory. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.